Manufacturer narrative:
H.6. Investigation: one loose 1ml syringe was received. The sample was visually evaluated. The syringe was observed to have a yellow tip cap affixed to the end. The barrel was found to have missing print in the scale area from the zero line to the 0.15ml grad line. Missing print was also observed on the 0.1 numerals on both sides of the barrel. There were no scuff marks or scrapes in the affected areas. The missing print observed was rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Production records were reviewed, and a machine technician were interviewed as part of this investigation. Potential root cause for the missing print defect is associated with the printing process. The most likely cause may have been a worn printing pad roll.

Event description:
It was reported that syringe 1ml ll bns had illegible scale markings. The following information was provided by the initial reporter: 1 x 1 ml 309648: batch: 9172781, unreadable scale.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ll bns had illegible scale markings. The following information was provided by the initial reporter: 1 x 1 ml 309648: batch: 9172781, unreadable scale.